Manufacturer narrative:
An event regarding loosening involving a scorpio nrg ps femoral #9 right was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: insufficient medical records were provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient's right knee was revised due to loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(4) implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patients' right knee was revised due to loosening.